Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (b)(^) 2014. Patient claims the device read lower than the fingerstick values. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.